Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Product name/type, code and/or lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this procedure (B)(6) 2020? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Were cultures performed? Results? What type of anti-bacterial drugs was given (oral, topical or etc)? Please specify. Was it a steroid cream or antiobiotic cream? Please specify. Was the suture removal and pus cleaning performed in a surgical procedure? Was the wound re-sutured? If yes, when? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physicians opinion as to the etiology of or contributing factors to this event (inflammation and pus)? What is the patients current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a laceration of perineum closure in natural labor on (B)(6) 2020 and the unknown suture was used for suturing the perineal wound. On (B)(6) 2020, the patient experienced post-op inflammation on the wound. There was a little pus on the wound. The doctor removed the suture and cleaned the pus, and then gave proper treatment of the wound. Antibacterial drugs were used on the perineum. The patient was advised to keep the wound dry and clean. Additional information has been requested.